Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges that "lung hurts when he/she wakes up after using the device". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the manufacturer visually inspected the device and no found evidence of foam degradation. During the evaluation, unknown contamination was observed in the blower box and in the bottom enclosure of the device. In addition to the above findings, it was also determined that there were no signs of contamination on the outside of the device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The device was reset due to machine hours being 4095.0 and the therapy and blower hours being 0. The error log showed that there were zero instances of errors on the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.